Event description:
Customer reported that the probe is not working at all. The pp rep went out and had to depress the button 10 times to get it to scan. The device was reporting an inaccurate low aorta diameter measurement.

Manufacturer narrative:
Additional device system component part number; 0570-0309/p7001696. Quality assurance engineer confirmed the failure, the probe intermittently failed to respond to scan button press. Found that when the probe responded to scan button press, the device scanned phantom correctly and scan results (aorta diameter) range from 3.5 cm to 3.9 cm within phantom cert value 3.15 to 4.26cm.